Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to signs of insulation break on the lead. There was failure to capture, noise, impedance issues and inappropriate anti-tachycardia pacing (atp) noted as well. Subsuquently a new rv lead was successfully implanted. No additional patient adverse effects were reported.